Event description:
It was reported that the vns epilepsy patient went to the emergency room complaining of severe chest pain. Further follow up with the treating physician revealed that the chest pain resolved when the device was disabled. The device has been turned back on, but at much lower settings due to tolerability. Device diagnostics were performed following the onset of the event and revealed normal device function. There has been no report of recent trauma, or any other event that could be contributing to the chest pain.